Event description:
It was reported that sometimes post a port placement procedure, the catheter was allegedly fractured when removing the catheter by interventional radiology. It was also reported that leak was allegedly suspected. Reportedly port and the catheter were removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Two compound breaks were noted on the attached catheter. The edges of the first and second compound break on the attached catheter were noted to be uneven. The surface of first compound break was noted to be granular in both regions. The surface of second compound break was noted to be round and smooth in both regions. Splits were noted on the border of the regions. Upon infusion, a leak was observed from the compound breaks on the attached catheter. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified deformation due to compressive stress and naturally worn issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h4, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years, eight months and one day post a port placement procedure, the catheter was allegedly fractured when removing the catheter by interventional radiology. It was further reported that the leak was identified. Furthermore, the patient allegedly experienced pain. Reportedly, port and the catheter were removed. The current status of the patient was unknown.